Event description:
Received a voluntary medwatch form (B)(4) where the pt reported, "I had bilateral silicone implants implanted in 1990. I developed swelling and redness of the right breast in 2002. Followed by enlarged lymph nodes and skin nodules. I was diagnosed with nodular sclerosis hodgkin's of the right maxillary which spread to the skin six months later. This was treated with chemo and radiation however two months later it recurred. I was treated with stem cell transplant and within 60 days developed a 7cm tumor of chest wall surrounding the right breast implant and enlarged anterior maxillary lymph nodes. This was diagnosed as a recurrence and treated with more radiation. Four months later I developed multiple painful blistering lesions on the right breast. These were multiple and diagnosed alcl. The oncologist and pathologist said there was a strong possibility that the previous diagnosis of hodgkin's disease was incorrect and indeed I could have had a systemic alcl all along. After reading about the association between alcl and breast implants I wanted to make sure my case is included for research purposes. There was no correlation between the implant and the disease at the time so I did not have to removed until 2008." F/u calls were made to the surgeon's office to gather additional info, but they were unable to provide any device info. The surgeon informs product support that he was not aware of the pt's diagnosis of alcl. Another call was placed to the pt who was able to provide her pathology report to confirm the diagnosis.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2011. Device labeling reviewed: there were no reported events of lymphomal/alcl for pts in the core study, in the labeling for silicone implants. Device labeling addresses the reported event of swelling as follows: the core study: 7 year adverse event rates: for primary augmentation pts, breast swelling 9.2%.